Event description:
It was reported the patient had acute urinary retention following implant of the electrode. A urinary catheter was inserted. The episode resolved spontaneously once the catheter was taken out the next day. The relatedness was assessed as both not related to the system/procedure and related to the implant procedure by different sources. Additional follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3625, product type screening device. (B)(4).

Event description:
Additional information reported the extension cable that was broken was discarded by the customer. It was unclear whether or not the broken extension cable was related to the retention.

Event description:
Additional information received reported the event was related to the procedure.

Event description:
Additional information received reported that the lead was broken and discarded. The event did not happen on site but at the patient¿s home. A home care nurse was present but the lead was not kept.

Manufacturer narrative:
(B)(4).